Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, undersensing by the implantable loop recorder was observed. Device reprogramming was performed and the patient would be monitored.